Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom stent catheter reached the middle cerebral artery m1 under the guidance of the micro-guide wire sychro, and then the pipeline stent was hydrated normally. After the stent was hydrated, it was successfully delivered from the introduction sheath into the phenom27 stent catheter, and then the pipeline was delivered in place, and opened at the tip of the middle cerebral artery m1, anchored and positioned, and then the pipeline was deployed continuously. However, at the end of the internal carotid artery, the opening shape of the stent was not very satisfactory, and there was a kink. Deployed longer distances, push-pull and swing, including re-recovery and re-deployment operations did not solve the kink situation. The operator decided to continue to deploy a longer pipeline, and if the sensory problem was not serious, it would be dealt with after a comprehensive assessment (guide wire catheter or balloon to deal with kink). However, when passing through the ophthalmic artery, the pipeline stent had a second kink. Repeated the above standard operations again, deployed a longer distance, increased and decreased tension, pushed and pulled, swinging, retracted and re-deployed, but no matter how to operate it, it couldn't solve the problem of stent kinking. The surgeon decided not to deploy the stent completely after comprehensive consideration. To be conservative, the stent was completely recovered, withdrawn from the body, and stent from other manufacturer was replaced. Finally, the operation ended smoothly. The pipeline was more than 50% deployed when the pipeline failed to open in the middle and proximal sections. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to two times. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a amorphous, unruptured giant aneurysm of the right internal carotid artery terminal (posterior communicating artery segment) with a max diameter of 22mm and a 11mm neck diameter. The landing zone artery size was 2.3mm distally and 4.3mm proximally it was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level in the normal range. The post procedure angiographic result was normal. Ancillary devices include a 6f long sheath, a 6f 115cm tonbridge medical silver snake intermediate guide catheter, a phenom 27 microcatheter, a synchro .014 inches guidewire, and axium and domestic coils.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705767994: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex was returned within the inner pouch; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was opened and frayed. However, the middle section and proximal end of the braid were not opened due to damaged braid. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the middle section and proximal end of the braid were not opened due to damaged braid. However, the cause could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.